Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2015; inratio: 3.0; lab: 2.0. Testing was performed 8 hours apart. Patient self tester's therapeutic range is: 2.5-3.5. The patient self tester (pst) was milking finger after the finger stick and touching finger to the sample well. He also stated that the product was stored in the door of the refrigerator but it was allowed to come to room temperature prior to use.

Manufacturer narrative:
Customer was reported to be milking the finger to perform the test. Milking the finger can dilute the sample resulting in higher inr values. This cannot be ruled out as cause for the error experienced. The customer did not provide a lot number or return any products for investigation. Since the product(s) associated with the complaint was not returned and a lot number was not provided, manufacturing record review could not be performed and further investigation was not possible. Issue will continue to be tracked and trended.